Manufacturer narrative:
H1: type of reportable event: was previously reported incorrectly (product problem) and has been corrected. Patient involvement was reported, the patient's oxygen desaturation dropped to 27% and they became cyanotic. It was reported that the patient was moved to another room and was in stable condition. Customer reports that at ~1350, patients mother alerted the nurse that she needed help. Patient was blue and 02 saturation on the monitor read 27%. The patient monitor nor central monitor alarmed with vital signs out of parameter. The nurse assisted patient and vital signs returned to wnl. The nurse then witnessed patient 02 desaturation again to the 70s and a yellow alarm did not go off. Of note, the event is in the central monitor for a red alarm time of 13:51:50; however, the allegation is that the alarm never went off in the room, central monitor or engage (phone alarm). Of note the engage phone is a third party device and use of this device would be considered off label use. Patient was moved to another room, and room 15047 was closed at that time. Customer also alleged that the audible alarm did not occur but the visual alarm did. Field evaluation: on 7/28 the clinical audit log was reviewed after speaking to biomed. Biomed had not performed function check on the monitor, simulating alarms. Clinical audit trail revealed multiple low spo2 and desat alarms just prior to 13:51: alarms were acknowledged at 13:51:58 on (B)(6) 2025. Desat ended shortly thereafter followed by a low spo2 at 13:52:32. Spo2 alarms were turned off and then on again at 13:56:23 and again acknowledged at 13:56:34. It was reported that the sp02 sensor in use at the time of the event was masimo technology but the specific sensor was not known. The technical consultant stated that upon testing, the device was found to be operational. The technical consultant confirmed that function check included audible alarm verification. Attempts to get additional logs/ information (including third party engage phone), were unsuccessful. The log files provided were limited and only for the pic ix; however, a philips product support engineering reviewed the logs revealing an alarm for the desaturation occurred and was acknowledged at the bedside 6 seconds later (see logs below). The logs from the original patient room 15047 indicated the red desaturation alarm occurred at 13:51:52 and the alarm was acknowledged at the bedside monitor at 13:51:58. (B)(6) 2025 13:51:58 (B)(6) (B)(6) acknowledge mach15047 acknowledge (B)(6) 2025 13:51:52 (B)(6) (B)(6) desat 29 < 80 generated at 13:51:50. Pic ix: dhk15_ov06 red alarm (B)(6) 2025 13:51:52 (B)(6) (B)(6) spo2 29 <90 ended. Pic ix: dhk15_ov06 yellow alarm (B)(6) 2025 13:51:51 (B)(6) (B)(6) cannot analyze ECG generated at 13:51:49. Pic ix: dhk15_ov06 logged inop (B)(6) 2025 13:51:19 (B)(6) (B)(6) spo2 29 <90 generated at 13:51:18. Pic ix: dhk15_ov06 yellow alarm. Based on the information available there does not appear to be a malfunction which caused or contributed to the reported event, the device was functioning as designed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported while monitoring a patient in the nicu, the patient's oxygen desaturation to 27% and they became cyanotic, but no alarm was generated by the central station. At 13:50, the patient's mother alerted the rn that assistance was needed, as the patient was blue and spo2 was at 27%. It was indicated neither the bedside monitor nor central station generated an alarm. The nurse assisted the patient and vital signs returned to normal limits; however, the nurse witnessed a second desaturation event. The nurse indicated the patient's oxygen decreased into the 70s with no yellow alarm and the patient was moved to another room. It was noted the desaturation did not last long enough to trigger an alarm. The customer indicated the first red alarm was present in the alarm review at the central station, but no alarm was generated at the bedside at 13:51, central station or the nurse phones. The customer requested assistance in pulling the clinical audit logs to determine what occurred.the customer stated the audible alarm did not occur but visual alarm did occur, but it was not known whether this caused a delay in care or not. It was also indicated the patient was in stable condition after the event and there was no permanent impairment or damage. It was confirmed the desaturation was to 27%. Based on this information, it remains unknown whether a malfunction occurred; however, it also remains unknown if there was a delay in care due to the desaturation event, but a desaturation of 27% is considered life-threatening. It remains unknown if this desaturation was related to malfunction or use issues. I